Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was performed for the subject device lot. The device history record revealed no complaint related anomalies. The device history record shows this lot of 4.5mm curved condylar plates was processed through the normal manufacturing and inspection operations with one nonconformance noted. The nonconformance was generated due to the shaft width specification on inspection sheets not aligning with the curved condylar top level drawings. All curved condylar plates were placed on hold per stop shipment. All curved condylar plates on hold were dispositioned as conforms as the manufacturing process yields parts that meet the top level print specification even when manufactured at both least material condition and maximum material condition. This lot met all dimensional and visual criteria at the time of product release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with two nonconformances noted. These nonconformances were generated due to a supplier documentation error which was the result of two raw material lots having the incorrect c of c. The raw material was dispositioned as rework and the documentation was corrected for both affected lots. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The date of manufacture for the finished lot is oct 2, 2014. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Exact date of post-operative non-union and plate breakage is unknown. The original implant procedure was performed on an unknown date in (B)(6) 2016. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the device history records has been requested and is currently pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that a left, 4.5mm locking compression (lcp) condylar plate broke post-operative. In (B)(6) 2016, the patient underwent an open reduction internal fixation (orif) with the insertion of an lcp condylar plate in order to treat a left femoral periprosthetic fracture. In (B)(6) 2016, the patient presented with pain and a swollen leg. On an unknown date, x-ray images were taken, which identified a broken plate and a non-union of the midshaft fracture. On (B)(6) 2016, the patient returned to the operating room to undergo a hardware removal procedure. The explanted plate had a clean break down the middle; it did not break at an occupied screw hole. No pieces of the plate remained inside the patient following removal. The patient was then revised to a new plate with satisfactory results achieved. The procedure was completed without reported delay. An intra-operative event was also reported, which will be captured in and reported under linked (B)(4). Concomitant device(s) reported: screw (part/lot: unknown / quantity: unknown). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: one (1) lcp curved condylar plate (part: 02.001.306 / lot: 7803020) was returned for investigation. The plate was returned broken into two (2) pieces through the eighth combi-hole proximal to the head of the plate. The plate has various scratches consistent with implantation and removal. The exact cause for this complaint condition could not be determined; however, it is likely that the plate failed due to fatigue. Unfortunately, the conditions around the time of failure are unknown. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Sixteen (16) additional concomitant parts were also received. Two (2) of the devices (screws) were broken and will be addressed in linked (B)(4). The remaining implants will be categorized as concomitant parts since there was no complaint against them. A visual inspection of the intact concomitant parts found no issues. The returned concomitant devices in this complaint record show no evidence of having contributed to the event. No product design or manufacturing related issues were identified with these concomitant devices. The returned device is part of the synthes lcp periarticular plating system and is indicated for buttressing multi-fragmentary distal femur fractures, supracondylar fractures, and periprosthetic fractures. The relevant drawings for the device were reviewed with no drawing issues or discrepancies noted. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device(s) reported: cerclage positioning pin (part: 298.803s / lot: 9863089 / quantity: 2), 5.0mm locking screw, 75mm (part: 212.224 / lot: unknown / quantity: 1), 5.0mm locking screw, 65mm (part: 212.222 / lot: unknown / quantity: 1), 5.0mm locking screw, 55mm (part: 212.220 / lot: unknown / quantity: 1), 4.5mm cortex screw, 44mm (part: 214.844 / lot: unknown / quantity: 1), 4.5mm cortex screw 42mm (part: 214.842 / lot: unknown / quantity: 2), 4.5mm cortex screw, 40mm (part: 214.840 / lot: unknown / quantity: 2), 4.5mm cortex screw, 38mm (part: 214.838 / lot: unknown / quantity: 3), and wire (part: unknown / lot: 38723607 / quantity: 1).